Event description:
Pacing vectors involving anodal ring generated high impedance values of about 2400 ohms with loss of capture. Tip electrode impedance measurements in range. Massaging pocket did not reveal noise. Recommended an x-ray to examine lead and connector in header. Patient had a device and rv lead change out ten days prior.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.